Event description:
New information received notes that inappropriate automatic mode switching was also triggered by the right atrial lead noise. No intervention was performed.

Event description:
Related manufacturer reference numbers: 2017865-2023-35907. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021, and the right atrial lead exhibited noise. The pacemaker was explanted and replaced. Patient condition was stable.